Event description:
It was reported by a non-medical professional that approx 8 months post op, two screws fractured. It is unk if a revision surgery was performed.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.